Event description:
It was reported that during a zankers diverticulitis procedure, that the firing trigger was stuck in the "fired" position and would not reopen. There were no patient consequences. Unknown how case was completed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the atw35 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted.